Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that five days post implant of this annuloplasty ring in the mitral position, the patient reported having a permanent pacemaker implanted to control heart rate, which measured 140-150 beats per minute (bpm) following the annuloplasty implant procedure. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a conclusive root cause to the reported clinical observations cannot be determined, however, these are known effects that are associated with cardiac surgeries. The clinical observations do not indicate a potential manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.